Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following the placement of a locking proximal femoral plate system, a locking screw was discovered to be backing out. No adverse events have been reported as a result of the malfunction.